Event description:
Customer reported she was hospitalized for high blood glucose. Customer stated she has changed infusion set and the insulin pump continue to give a no delivery alarm. No further details provided at time of call.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.